Event description:
It was reported that during a procedure on (B)(6) 2022, the ria2 head broke. A trochanteric start point was used, approximately 6mm from the tip of the greater trochanter, and the surgeon angled the start wire towards the lesser trochanter. The surgeon straightened the drill bit to be more in line with the femoral canal, and the ria2 head broke approximately 2mm distal of the lessor trochanter. All metal fragments were retrieved. The event caused a surgical delay of 40 minutes, and the procedure was completed successfully. No further information was provided. This report involves one 10.0mm reamer head for ria 2 sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional device product codes: hto. Complainant part is not expected to be returned for manufacturer review/investigation. Manufacturing location: supplier ¿ mark two engineering / inspected and packaged by: monument release to warehouse date: 24-feb-2022. Expiration date: 31-jan-2032. Part number: 03.404.016s, 10mm reamer head for ria 2-sterile. Lot number: 574p798 (sterile). Lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Packaging label log was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 21853 supplied by (B)(4) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 03.404.m016. Lot number: 328p883. Lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Certificate of compliance received from mark two engineering dated 01-dec-2021 was reviewed and determined to be conforming. Certification for heat treat supplied to mark two engineering from vacu-braze inc. Dated 18-nov-2021 was reviewed and determined to be conforming. Heat treat certified to be within specified range. Certificate of analysis supplied to mark two engineering from banner medical innovations dated 11-sep-2020 was reviewed and determined to be conforming. Raw material certification supplied to banner medical from universal stainless dunkirk specialty steel dated 13-aug-2020 was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.